Event description:
It was reported that during the pulsed field ablation (pfa) procedure to treat persistent atrial fibrillation a faradrive steerable sheath clear was selected for use. The faradrive steerable sheath clear was tested and flushed on the table with no issue observed. About halfway through the procedure, the physician attempt to flush and aspirate the faradrive steerable sheath clear and air ingress was noticed. The flush port/stopcock was noted to be cracked. The procedure was completed successfully by using a different faradrive steerable sheath clear. No patient complications have been reported. The product is not expected to be return as it was retained by the customer.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulsed field ablation (pfa) procedure to treat persistent atrial fibrillation a faradrive steerable sheath clear was selected for use. The faradrive steerable sheath clear was tested and flushed on the table with no issue observed. About halfway through the procedure, the physician attempt to flush and aspirate the faradrive steerable sheath clear and air ingress was noticed. The flush port/stopcock was noted to be cracked. The procedure was completed successfully by using a different faradrive steerable sheath clear. No patient complications have been reported. The product is not expected to be return as it was retained by the customer.

Manufacturer narrative:
Media review of received images confirmed the allegation for "damaged/defective" regarding a crack in the stopcock.